Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a swollen main battery. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection was performed. Visual inspection revealed that the main battery was swollen. The cause of the condition was determined to be the user not connecting the device to the ac. To correct the condition, the main battery was replaced. The device was serviced to meet functional specifications. Should additional relevant information become available, a supplemental report will be submitted.